Event description:
It was reported that the patient had a revision of the implantable neurostimulator (ins). Impedances were found to be normal. Intr aoperatively, it was determined that the lead was disconnected. Impedances were retested and were normal.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3886, lot# j0206333v, implanted: (B)(6) 2002, product type lead. (B)(4).